Event description:
It was reported that high lead impedance was observed. After evaluation of the egm's, technical services discussed noise on the ventricular channel, characteristic of lead fracture. The lead was capped.